Event description:
The occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and the occlusion balloon moved slightly which resulted in the occlusion balloon deflating. The physician removed the device and replaced it with another to complete the case. The pt is reported to be fine.